Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had to go to the emergency room (ER) due to hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 52 mg/dl while wearing the pod on their arm for an unknown duration. The patient stated the pod delivered over 100 units of insulin, causing a severe hypoglycemic episode that required emergency hospital treatment. While at the hospital, the patient collapsed in the bathroom and lost consciousness, requiring emergency response from hospital staff who had to call a code and administer dextrose to bring their blood glucose to a safe level. The hospital staff removed the pod. The patient did not stay overnight despite medical staff's recommendation. The patient left the hospital after a couple of hours once stabilized. Symptoms reported included loss of consciousness, sweating, their body felt like it was burning up, low grade fever, headache and dizziness. The patient was released on the same day.